Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient's implantable neurostimulator (ins). It was reported that patient had not charged the device for several years (3-5) years. Patient reported possible trickle charge years ago but her story was not very complete so it was difficult to determine. The ins was in overdischarge and patient desired for a battery replacement. The device was explanted and replaced on (B)(6) 2018, all impendence were within normal range. Stimulation was turned on postop with success. Hcp had no further information and the issue was resolved at the time of the report. The event date was not provided. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the stim ins battery had a reduced capacity due to over discharge. If information is provided in the future, a supplemental report will be issued.